Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced multiple hardware parts including the ise mixing control board, the pulse motor driver and the mix motor to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that one patient had low results on sodium (na) and high on chloride (cl) involving au480 clinical chemistry analyzer. The sample was repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Provided results for this patient.